Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain three on the home choice (hc). The technical service representative (tsr) assisted to troubleshooting the alarm, no issues were found that could have caused or contributed to the alarm. The tsr assisted the hp to clear the alarm so the hp could remove the current supplies. The hp stated they would perform further therapy in the morning. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.